Event description:
It was reported that a patient with this right ventricular (rv) lead was admitted to the hospital experiencing bradycardia. Review of the system noted the rv lead impedance measurements were greater than 3000 ohms. Surgical intervention was performed and the rv lead was repositioned, but still exhibited high impedances. The physician elected to explant and replace the rv lead. No additional adverse patient effects were reported. According to the field, the rv lead was disposed of at the hospital and will not be returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.